Manufacturer narrative:
An infection was observed following the surgery procedure. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. The returned devices under complaint were subjected to an analysis. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The devices proved to be without fault throughout its inspection. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. The infection was not device related.

Event description:
It was reported that a lv lead revision was scheduled due to dislodgement. During the procedure it was decided to implant all leads new. The ICD was re-implanted using a cangaroo envelope in order to avoid an infection.